Event description:
It was reported that a pocket revision was performed to place a mesh sleeve over the device due to allergy. During the revision procedure, the patient was noted to have oversensing and a single low impedance reading. The oversensing was noted to have occurred during electrocautery. Monitored lead impedance testing and close follow up was recommended. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable defibrillator 2011 (B)(6). (B)(4).